Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the group leader of blood collection in the outpatient department collected blood from the patient. After successful puncture, he found that the blood collection vessel did not flow into the blood. After careful confirmation, he found that there was blood exudation at the flashback chamber of the blood collection needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was not observed. When a flashback needle assesses a vein, flashback will occur in the flashback chamber (i.e. Blood will enter the flashback chamber). The provided photo shows a used sample as blood is observed in the flashback chamber. No blood leakage of the flashback window is seen in the photo. No visible damage that could cause leakage can be seen on the hub of the sample in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the group leader of blood collection in the outpatient department collected blood from the patient. After successful puncture, he found that the blood collection vessel did not flow into the blood. After careful confirmation, he found that there was blood exudation at the flashback chamber of the blood collection needle."